Event description:
The consumer reported having a sudden onset of sciatica spasms since (B)(6) 2016. Relevant medical history included non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in a patient letter reporting that the first episode of spasms and pain just came out of nowhere as the patient was going upstairs. They were doing their daily routine when it struck. The spasms lasted for 5 days. Any movement at all made the pain worse. The left foot pain was unbearable. The patient met the manufacturer representative at the health care professional (hcp) office. A new program was created to allow stimulation to the left foot. ¿this was very helpful.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.